Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was fluid found leaking from the patient line connection during pd treatment. Fluid was found leaking during dwell 1 of 5. There were no holes noted. There was no fluid inside the cycler module area. In a follow up, the patient's roommate said the patient did not have any harm or adverse event due to the leak. In another follow up, the pd nurse verified there was no harm. The multiple tubing segment is not available to return.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. At this time a search in the sap system was performed to verify product availability for alternate samples at the distribution centers. According to the sap system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed; please see attachment a, for stock search. Since the complaint sample is not available neither photos or videos were provided for evaluation and during the DHR (device history record) review of the lots involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, could not be confirmed. No sample has been provided. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was fluid found leaking from the patient line connection during pd treatment. Fluid was found leaking during dwell 1 of 5. There were no holes noted. There was no fluid inside the cycler module area. In a follow up, the patient's roommate said the patient did not have any harm or adverse event due to the leak. In another follow up, the pd nurse verified there was no harm. The multiple tubing segment is not available to return.